Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Other devices involved in the event: model #: fa-77400-20 / lot #: not reported. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured internal carotid artery (ica) aneurysm measuring 24.5mm x 10mm. One day post pipeline procedure, it was reported that the patient had an intracranial hemorrhage. She became somnolent with left side hemiparesis. A computed tomography (CT) scan showed a hemorrhage in the right basal ganglia with 4mm shift. Anticoagulants were stopped and reversed. Her neurological status changed in such a way that she was hemiplegic on the left side. It was reported that the patient's condition is ongoing.